Event description:
The device details have been obtained and updated in the appropriate field.

Event description:
Per the clinic, the patient was unable to utilize the sound processor due to a thick skin flap. Retention troubleshooting measures were performed; however, the issue remains. Subsequently, the patient underwent tissue revision surgery under general anesthesia on (B)(6) 2026. The implanted device remains.